Event description:
A (B) (6) male patient underwent aaa repair on (B) (6) 2010. The patient had a history of endovascular prosthesis placement for treatment of taa. The patient's anatomical form was not suitable for the procedure as the access vessel diameter was 5 mm, the aneurysm had extended into the infrarenal neck, proximal neck was approx 6mm in length and inverted funnel shape, and the diameter of the suprarenal neck just below the superior mesenteric artery was 25 mm. As the patient was receiving dialysis, the main body was placed just below the sma under general anesthesia. Post-deployment angiography noted a proximal type I endoleak. Another manufacturer's stent was placed at the site and the type 1 endoleak was reduced, but remained. The endoleak would be observed during follow-ups. The current status of the patient is unknown.

Manufacturer narrative:
(B) (4). The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, the importance of an accurate deployment. The complaint correspondence indicates that the patient's anatomical form was outside the IFU because the access vessel diameter was 5 mm, the aneurysm had extended into the infrarenal neck, proximal neck was approx 6 mm in length and inverted funnel shape, and the diameter of the suprarenal neck just below the superior mesenteric artery was 25 mm. We will notify the appropriate personnel (in-house) of the event and continue to monitor for similar complaints.